Event description:
It was reported that the gantry tilted without command while a pt was on the table. The technologist noticed the movement and hit the e-stop. The pt did not contact the gantry and there was no injury. The fe could not duplicate the problem when he arrived at the site. Upon investigation by the fe, no stuck button was found but the fe replaced both tableside control panel circuit boards as a precautionary measure. There was no evidence of any damage or fluid contamination anywhere on, or in the table. There has been no reoccurrence, and the system is now operating normally.